Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that concurrent flow was observed with an unspecified primary access set. It was further reported that an unspecified secondary set was connected to a non-baxter male luer which was attached to the primary set when concurrent flow was observed. The unspecified drug took longer to infuse. The primary line was then clamped resulting in an occlusion alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.